Manufacturer narrative:
Reliability engineering evaluated the device, and the reported problem was confirmed. The flats were ground off center and the cutter would not lock into a motor. This is indicative of a misload from the robot loading into the collet clamp of the grinding machine. (B)(4).

Event description:
Reporter from the us reported that the drill bit would not stay in or lock in the device. It is unknown if the device was used in surgery. It is also unknown if patient'/user injury or medical intervention had occurred. If any additional information should become available, this notification will be updated accordingly.